Event description:
It was reported that the unit did not cool during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service rep visited the site and could not duplicate the complaint. As a proactive measure, the mixing valves in the unit were rebuilt using a non-routine procedure. This report is being submitted to the FDA as a result of a retrospective review of product complaints.